Event description:
It was reported to medtronic neurosurgery that the physician believes that the valve was not working properly and explanted it.

Manufacturer narrative:
The valve was patent and passed reflux and leak testing. The device met all specifications for pressure-flow and preimplantation testing. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of MFR.